Event description:
Philips became aware of this incident on (B)(6), 2011. A delay in patient care was due to images not being available on the production isite pacs when a head trauma case came into a&e in the middle of the night. The images were taken, sent to isite pacs and a message was sent to the radiologist to review the images. Because he could not open or see the images and he had to come into the (B)(4) department to review, this caused a delay in patient care. Investigation of patient information/outcome has been requested.